Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l catheter backs out of vein. We have a complaint to report regarding the following device: indwelling venous cannula venflon prosafety 0,9x25mm 22g pzn (B)(6). Quantity (B)(4) pieces. Order (B)(4). Delivery bill tog/725377 (enclosed). Reason: cannula pushes out, causing the liquid to run back. Quality defect. We can provide you with samples for testing (collection).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction supplemental MDR for changes to annex e and f codes. The representative samples passed the visual inspection and catheter tube to catheter hub union test (catheter pull test). DHR was reviewed and no abnormality was observed. No similar quality notification was raised for the reported defect in the past 12 months. Root cause could not be determined. Complaint trend would be continued to be tracked and monitored.

Event description:
We have a complaint to report regarding the following device: (B)(6). Indwelling venous cannula venflon prosafety 0,9x25mm 22g pzn (B)(4). Quantity (B)(4). Lot number 4010734 expiry 31.12.2026 order (B)(4). Order (B)(4). Delivery bill (B)(4) (enclosed). Reason: cannula pushes out, causing the liquid to run back. Quality defect. We can provide you with samples for testing (collection).

Manufacturer narrative:
The representative samples passed the visual inspection and catheter tube to catheter hub union test (catheter pull test). DHR was reviewed and no abnormality was observed. No similar quality notification was raised for the reported defect in the past 12 months. Root cause could not be determined. Complaint trend would be continued to be tracked and monitored.

Event description:
We have a complaint to report regarding the following device: 393222. Indwelling venous cannula venflon prosafety 0,9x25mm 22g pzn 11123935. Quantity (B)(4) pieces. Lot number 4010734. Expiry 31.12.2026. Order (B)(4). Order (B)(4). Delivery bill tog/725377 (enclosed). Reason: cannula pushes out, causing the liquid to run back. Quality defect. We can provide you with samples for testing (collection).

Manufacturer narrative:
Change in ar code. The representative samples passed the visual inspection and catheter tube to catheter hub union test (catheter pull test). DHR was reviewed and no abnormality was observed. No similar quality notification was raised for the reported defect in the past 12 months. Root cause could not be determined. Complaint trend would be continued to be tracked and monitored.

Event description:
We have a complaint to report regarding the following device: 393222. Indwelling venous cannula venflon prosafety 0,9x25mm 22g, pzn 11123935, quantity (B)(4) pieces, lot number 4010734, expiry 31.12.2026, order vt/be0166404, order (B)(4), delivery bill (B)(4) (enclosed). Reason: cannula pushes out, causing the liquid to run back. Quality defect. We can provide you with samples for testing (collection).